Manufacturer narrative:
A ge representative evaluated the system and repaired a connector. System operates as intended.

Event description:
The customer reported the left monitor will not display an image. No patient injury was reported.